Event description:
Rptr writes, "I had my lasik using visx on 3/15/99. I have been experiencing strong starburst effect ever since the surgery. The main reason is due to the restricted treating zone of visx, my dr and other lasik specialists said that my pupils have normal sizes. I also talked to other lasik pts, some of them have the same complaints. The reason they give is that the visx treating zone is too small. I am surprised, since so many people have been complaining about visx, why visx was approved by FDA? My starburst is so strong that I can't work and do anything else properly inside. Basically I was converted to a disabled person. Would you please tell me what eye parameters a dr needs to evaluate carefully, and discuss the possible risks resulted from individuals parameters in detail with pts before the surgery. My dr didn't mention anything about my pupil."